Manufacturer narrative:
Revision occurred 7 weeks after the primary surgery for joint instability. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 7 weeks after the primary surgery, which occurred on (B)(6) 2024. No fall or other trauma reported. The revision occurred due to instability. 36 mm + 3 standard humeral cup explanted. This was replaced with an identical part with the additional of a 9 mm spacer.